Event description:
Caller reported an occlusion alarm, but the specific alarm number could not be verified as the caller was at work and had to end the conversation. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event.